Event description:
---

Manufacturer narrative:
This pacemaker will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that, during a recent follow-up, this pacemaker displayed a magnet rate of 90 and an estimated longevity of less than 0.5 years. There was a concern that the battery had depleted earlier than expected. The decision was made to explant and replace this pg. There were no adverse patient effects reported.